Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture/ silicone migration: observed, one opening assessed as unidentified (tear). Shell thickness was within specification). ¿ lump/nodule: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ double capsule: unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. ¿ local reaction: unable to observe since it is a medical event and is not related to the device. ¿ necrosis: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side ¿periprosthetic liquid¿, ¿intracapsular liquid¿, ¿periareolar nodule suggestive of cystic nodule¿, ¿left axillary lymphadenopathies with silicone pickup¿, ¿intracapsular rupture of the left prosthesis without collapse", "complete rupture of the porsterior face¿, ¿35 cc of fluid transparent seroma," "double capsule," granulomatous/xantomatous¿, ¿intense capsulitis¿ with ¿foci of fat necrosis¿, ¿left breast, 8 cc of fluid¿, and ¿diagnosis: cytology negative for malignant cells." The device has been explanted and replaced.

Event description:
Healthcare professional reported left side ¿periprosthetic liquid¿, ¿intracapsular liquid¿, ¿periareolar nodule suggestive of cystic nodule¿, ¿left axillary lymphadenopathies with silicone pickup¿, ¿intracapsular rupture of the left prosthesis without collapse", "complete rupture of the porsterior face¿, ¿35 cc of fluid transparent seroma," "double capsule," granulomatous/xantomatous¿, ¿intense capsulitis¿ with ¿foci of fat necrosis¿, ¿left breast, 8 cc of fluid¿, and ¿diagnosis: cytology negative for malignant cells." The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy-breast: unable to observe since it is not related to the device. Lump/nodule-breast: unable to observe since it is not related to the device. Seroma-late-breast: unable to observe since it is not related to the device. Silicone migration-breast: unable to observe since it is not related to the device. Double capsule-breast: unable to observe since it is not related to the device. Granuloma-breast: unable to observe since it is not related to the device. Local- reaction-breast: unable to observe since it is not related to the device. Necrosis-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side ¿periprosthetic liquid¿, ¿intracapsular liquid¿, ¿periareolar nodule suggestive of cystic nodule¿, ¿left axillary lymphadenopathies with silicone pickup¿, ¿intracapsular rupture of the left prosthesis without collapse", "complete rupture of the porsterior face¿, ¿35 cc of fluid transparent seroma," "double capsule," granulomatous/xantomatous¿, ¿intense capsulitis¿ with ¿foci of fat necrosis¿, ¿left breast, 8 cc of fluid¿, and ¿diagnosis: cytology negative for malignant cells." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, seroma, silicone migration, granuloma, necrosis.